Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: efca; efcb. The following information was provided by the initial reporter: " problem false positive reader a. Was it obvious that the results could not be trusted? No the results was good. Were any erroneous results reported to the clinician? No the results was good. Is a confirmatory test always performed? Yes he did it. The issue was that the customer obtained false positive results but after fixing the problem the results were correct."

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: efca; efcb. The following information was provided by the initial reporter: " problem false positive reader a was it obvious that the results could not be trusted? No the results was good. Were any erroneous results reported to the clinician? No the results was good. Is a confirmatory test always performed? Yes he did it. The issue was that the customer obtained false positive results but after fixing the problem the results were correct." D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. H.6. Investigation: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving false positive on bd max extended enteric bacterial panel. Field service was dispatched. Field service replaced reader a and renormalized both reader. Instrument was returned to the customer functional. No parts were replaced nor returned to bd for investigation. The complaint is confirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: efca; efcb. The following information was provided by the initial reporter: problem false positive reader a was it obvious that the results could not be trusted? No the results was good were any erroneous results reported to the clinician? No the results was good is a confirmatory test always performed? Yes he did it. The issue was that the customer obtained false positive results but after fixing the problem the results were correct.